Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis introducer sheath and dilator were received for evaluation. The sideport tubing of the sheath was partially detached from the hub consistent with the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the pfa procedure, the bottom seal and irrigation valve of the sheath were leaking blood. Upon visual inspection, a crack was seen at the bottom of the sheath, most likely where the seal was allowing blood to exit. The sheath was replaced, and the procedure was completed with no consequences to the patient.